Event description:
It was reported that during a da vinci-assisted heller myotomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) and reported instrument was not recognizing universal surgical manipulator 4 (usm), the same instrument was working on other arms. The isi tse suggested drape change and clean arm carriage discs. The isi csr confirmed the issue was the same after the drape change and cleaning of the discs. The site was proceeding with the surgery with three arms. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported issue and replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product to perform the failure analysis. The universal surgical manipulator (usm) was analyzed. The usm was tested on an in-house system and triggered no errors but wouldn¿t recognize the instruments. The usm was also tested on the patient side cart fixture test platform (pftp) and failed carriage switches. Aba trouble shooting was done. A gold rfid printed circuit assembly (pca) and flat flex cable (ffc) was installed, and the unit passed. The original was returned, and the usm failed. The complaint was confirmed by failure analysis.